Event description:
Boston scientific received information that this left ventricular (lv) lead has been suspected to be dislodged. Impedances had changed by 300 ohms and, the threshold had increased, and the patient also had reported diaphragmatic stimulation. No x-ray has been done and no revision has been scheduled at this point. However, the lead has been turned off until the physician and patient decide how to further proceed. No further patient effects were reported.

Manufacturer narrative:
The field representative later reported that this patient has been scheduled in the near future for an epicardial lead placement. No x-rays have been performed to their knowledge.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.